Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up; the device was noted to be in back up vvi mode. A device restoration was performed successfully. The patient was stable.